Manufacturer narrative:
(B)(4) the customer returned one guidewire inside the advancer for analysis. The assembly was returned outside of the package, and the advancer cap was not returned. Signs of use in the form of biological material were observed on the advancer. Visual analysis revealed three kinks and offset coils at the j-bend. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The kinks in the guidewire were located 6 mm, 16 mm, and 20 mm from the distal tip. The overall guidewire length measured 605 mm, which is within the specification limits of 600 mm - 608 mm per the guidewire product drawing. The guidewire outer diameter measured .790 mm which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The guidewire passed with slight resistance at the damaged portion. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The report of a damaged guidewire was confirmed through visual examination of the returned sample. Visual analysis revealed three kinks and offset coils at the j-bend. The guidewire met all relevant dimensional and functional requirements. Based on evidence of clinical handling and damage in areas where the product would have been protected in the packaging, it cannot be confirmed whether the guidewire was damaged before or during handling. Due to these circumstances, the root cause of this investigation cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "our ICU fellow was about to insert a cvc when he advanced the guidewire prior to insertion, the guidewire was bent. Therefore, our attending obtained a new kit for the fellow to continue the procedure. The new kit's guidewire was intact, so the fellow was able to continue the procedure without breaking sterility." The device was not used on the patient. There was no medical intervention required. The patient's current condition is unknown currently.

Event description:
It was reported that "our ICU fellow was about to insert a cvc when he advanced the guidewire prior to insertion, the guidewire was bent. Therefore, our attending obtained a new kit for the fellow to continue the procedure. The new kit's guidewire was intact, so the fellow was able to continue the procedure without breaking sterility." The device was not used on the patient. There was no medical intervention required. The patient's current condition is unknown currently.

Manufacturer narrative:
Qn# (B)(4).